Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of unexpected restart alarm on their insulin pump. The customer states they replaced the battery, but the alarm came back. The customer's blood glucose level at the time of incident was 250mg/dl. The customer was advised that the device would need to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display and constant tone, the problem is isolated to the mother board. Unable to verify for low battery, low reservoir and alarms due to blank display. No cosmetic damage noted.